Event description:
Event description guidant received information from the patient with this device that the device quit working. The patient experienced a syncopal episode. Device testing was performed one month prior to this episode and was reported to be normal. Guidant received additional information from the patient's family member that this device had a depleted battery.